Manufacturer narrative:
.

Event description:
It was reported that the pt experienced a "nervous bladder" and had urine frequency of once per hour. The quantity of urine at each voiding had increased. The pt had experienced "symptoms" post-implantation; the pt's condition prior to implant was unk. The cause of the event was unk. The pt was treated as an inpatient in the urology dept of the hospital, with oral medication. Avishot was administered in 2008 due to the event. The event was reported as being "mild", with an unk relationship to the investigational drug. The relationship of the event to the baclofen pump was unk. The following month, the dosage was changed from the initial dose of 50mcg/day to 40mcg/day for spasm control. The pt outcome was reported as "recovering" in 2009.